Manufacturer narrative:
Per engineering , during our evaluation it was observed that the gold deployment button is pushed to the deployment position and the t's or suture are not attached to the needle and were not returned. The condition of the device is consistent with the device deploying correctly. The remaining portions of the device were checked dimensionally and found to meet the print specification. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and no abnormalities were reported with this product during manufacture, all components passed all manufacturing and quality verifications. Based on the evidence provided and the isolated nature of this occurrence, no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4); the device has not been received for evaluation.(B)(4).

Event description:
T2 anchor would not deploy from needle assembly, surgeon pulled needle assembly out of the joint at which time t2 dislodged. Suture was cut with a shaver blade and t1 was left in situ outside capsule. Device requested (B)(6) 2012.